Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic right sided pelvic pain') in a female patient who had essure (ess205) (batch no. 620746, 620737) inserted. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: no. Of coils: right-2 coils, left-4 coils. Discrepency noted: the insertion date as per mr is (B)(6) 2006 removal details: total laparoscopic hysterectomy and bilateral salpingectomy and the removal of the peritoneal cyst and cystoscopy concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic right sided pelvic pain. Most recent follow-up information incorporated above includes: on 5-jan-2021: mr received. Reporter information, lot no, other relevant history, explant date , auto-narrative supplement added . Event :"essure removed" updated to "chronic right sided pelvic pain" and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure (ess205) inserted. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif was received . Case became serious incident as previously reported event injury nos was replaced with event medical device removal. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic right sided pelvic pain') in a female patient who had essure (ess205) (batch no. 620746, 620737) inserted. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: no. Of coils: right-2 coils, left-4 coils. Discrepancy noted: the insertion date as per mr is (B)(6) 2006. Removal details: total laparoscopic hysterectomy and bilateral salpingectomy and the removal of the peritoneal cyst and cystoscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic right sided pelvic pain. Lot number: 620737, manufacturing date: 2007-07, expiration date: 2008-06. Lot number: 620746, manufacturing date: 2007-08, expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.